Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 54 mg/dl at the time of the incident. The customer's other blood glucose was 154 mg/dl when admitted to the emergency room. The customer was given juice, graham crackers, and intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active. The customer alleged the insulin pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer reported they were unsure if the programming was accurate and unsure if the blood glucose target was correct. The customer reported they over bolused for coffee and their basal rate was changed. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).